Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician restarted the device, then obtained another set of electrode pads and the device was unable to obtain an ECG signal. The clinicians administered CPR to continue treating the patient until another device was obtained. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device clinical logs found that there were no events recorded on the (B)(6) 2019 provided by the customer. Clinical data logs reviewed from (B)(6) 2019 do appear to fit the customer's event description. These logs indicate that during a 12 lead ECG analysis the device is in the lead ii view. The 12 lead is removed and reattached over a two hour duration of the case. The data shows that electrode pads are then attached and the device recognizes an impedance, but does not show an ECG waveform. The log also shows that during this time the device is still in the lead ii view. CPR is performed, but the lead view is never changed by the user. The x series device does not automatically switch to pads view when the electrode pads are attached. The user would have to switch to pads view in order to obtain the ECG signal from the electrode pads. This is not an indication of a device malfunction, the device would have shown the ECG signal if the user switch to the pads view. Analysis of reports of this type has not identified an increase in trend.